Event description:
It was reported that a patient experienced bacterial peritonitis after having used a damaged cassette for automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by diffuse abdominal pain with turbid dialysate for a day, after which the patient was hospitalized. The patient was placed on intraperitoneal (ip) cefazolin (1000 mg, daily) and ip ceftazidime (1000mg, daily) for the peritonitis. On the same day, the patient was also started on intravenous drip (ivd) cefazolin (1000 mg, every 8 hours). The ivd and ip cefazolin treatments were discontinued two days later. At which point, the patient was started on ip gentamicin (30 mg, daily) and ivd ceftriaxone (1000 mg, every 12 hours). Four days after that, the ip gentamicin, ivd ceftriaxone and the ip ceftazidime were discontinued. The patient was discharged from the hospital after a complete antibiotic course and the patient was retrained on proper hand hygiene. The patient had recovered from peritonitis and the pd therapy was ongoing. It was reported that a hair-thin crack was found in the lower part of that cassette. When a test was performed on the cassette, the instilled fluid was seen leaking slowly but continuously from the crack site. The cassette was changed when the therapy was started over and there were no further issues with the fluid leaking. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. The device was not available for evaluation and the lot number was not reported. Should additional relevant information become available, a follow up medwatch will be submitted. Chao, c.t., hung, p.h., huang, j.w., tsai, h.b. ¿cycler cassette rupture with leclercia adecarboxylata peritoneal dialysis peritonitis.¿ peritoneal dialysis international, vol. 34, pp. 131¿146, january 2014.